Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported about five weeks after implant that the patient's right atrial (ra) lead dislodged and pulled back into the superior vena cava (svc) due to patient arm movement. The ra lead could not be repositioned so was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.